Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician placed the white vessel sizing catheter in the patient and connected the high pressure tubing to the hub, but the hub cracked when fluid was injected. It was then reported that this happened again with a second device with the same lot number. It is unknown how the procedure was completed, but there were no injuries or additional procedures reported.